Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio iq meter was reverting to the set up mode. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. The patient declined replacement products. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
((B)(4) 2012) additional information:mss ommitted the recall information by accident for ot verio iq meters reverting to the set up mode recall.

Manufacturer narrative:
Follow-up # 2 (02/15/2013)-device evaluation: the meter, usb cable and ac involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter, usb cable and ac adapter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.